Event description:
It was reported that the ventricular lead impedance has been increasing. The lead was capped and replaced. No patient complicationshave been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).